Event description:
Caller reports that during a correlation study the following coaguchek xs pro/laboratory results were obtained: 2.4 inr/1.8 inr; 2.8 inr/1.5 inr; 7.6 inr/5.5 inr; 4.6 inr/3.1 inr; 4.9 inr/3.7 inr; 3.9 inr/3.0 inr; 2.4 inr/1.9 inr. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.